Event description:
Related manufacturer reference number: 2017865-2021-38134. It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) exhibited insufficient battery power. The left ventricular (lv) lead exhibited high capture threshold. The ICD and lv lead were explanted. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. The device was returned for analysis. Longevity analysis, bench testing, and environmental stress testing found no anomalies. Telemetry, impedance, sensing, pacing, and high voltage testing of the device was found to be normal with no anomalies found as well.